Manufacturer narrative:
Customer reported the glaucoma filtration device (gfd) was clogged after surgery 2. The sample was received for investigation: the sample was received in a plastic bag. The shunt was placed in a glass vail. The sample was without scratches or damages. Some residues were observed on the surface of the sample. The lumen was partially clogged and therefore was sent for cleaning. After a cleaning, the lumen was till clogged. The sample was sent for slicing to examine the lumen but was unsuccessful. Since this is a destructive test, the sample cannot be examined and it is not possible to determine if the lumen was opened. 3. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. 4. All products pass 100% final inspection from the manufacturer prior to approval. If a blockage would be noticed, the product would have been rejected immediately. Root cause: the root cause is inconclusive - unable to verify, since the slicing performance was unsuccessful, the reason for the blockage cannot be determined. However, the complaint on a clogged shunt is confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a glaucoma filtration device (gfd) implant procedure, the device was clogged. The device was taken out from the patient's eye. Additional information was provided by the surgeon that the patient's primary disease is exfoliation glaucoma. It is unknown when the device became occluded. Intraocular pressure (iop) became increased, a needling was performed, the bleb became flat, then, a gfd from a different manufacturer, was implanted approximately 6 months following the initial gfd implantation. The iop became good. The original gfd became exposed and the tip touched the cornea approximately 4 1/2 years following the initial procedure. The original gfd was removed at that time. The patient is recovered; the causality is related.